Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch uf/importer # (B)(4). Was received as follows: "integra lifesciences corporation hermetic¿ lumbar catheter closed tip (ref# (B)(4); lot# 6878568; expiration date 2026-12-29). During a lumbar drain placement, the wire from the kit fell apart when trying to pull it out of the catheter. The doctor stated that this was not the first time this has happened and is a huge concern to the patient if a piece of the wire gets left inside. Surgeon did lube the catheter with sodium chloride prior to putting wire through. Currently reached the patient without harm, but will not know until after case. The catheter also had holes where it was leaking. Unknown if the wire caused this or if it was like this prior to insertion. What was the original intended procedure? : use by neurosurgery for intraoperative placement of lumbar drain for cerebrospinal fluid diversion during anterior fossa skull base lesion surgery." Additional information received from reporting facility: was there a delay in surgery due to product problem? If yes, how long? > the issue with the product resulted in a modest delay in surgery. The surgeon recalls it was approximately 15-30 minutes.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, the device history records (DHR) of the reported was reviewed, and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition failure analysis - since no unit has been received for evaluation, failure analysis is not possible. Also, no picture showing the reported condition was provided. Therefore, the complaint is considered unconfirmed. Nevertheless, although the complaint description does not specify the failure mode, it is most likely that the wire broke during its use. An increase in the number of complaints related to broken guidewires in catalog ins5010 has been identified. If the end of the guidewire gets trapped on something (e.g., the tuohy needle if not previously removed or a vertebral bony process) and a force exceeding the break strength of the product (2.75 pounds) is applied, it can cause this type of breakage. Root cause - as part of the information provided by the customer, it was reported that the patient was morbidly obese and that this preexisting characteristic may have contributed to the reported event. Corrective action has been initiated to obtain an in-depth evaluation from the supplier to identify any potential root cause at the guidewire¿s manufacturing site and actions that can avoid or reduce recurrence of the reported condition. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a